Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total gastrectomy procedure, the surgeon fired the reloads, but observed that the staples were opened. He had to perform with sutures. No injury to the pt.